Event description:
Caller reported a cgm error, but there was no adverse impact to the customer's blood glucose level. The caller followed guidance from technical support and successfully reset the pump. After the reset, there were no further error codes, and the sensor session started successfully.